Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer's blood glucose level was 345 mg/dl. Customer stated that she thinks she was high because the screen may have gone blank in the evening. Customer declined troubleshooting for high blood glucose levels. Customer treated with manual injections. Customer was advised to disconnect from the pump. Customer stated that it is very humid in puerto rico and that she was sweating heavily. Customer was using duracell batteries and was advised to use the recommended energizer aaa alkaline battery. Customer took out the battery and when the battery was reinserted, customer stated that the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back-up plan per healthcare professional's instructions. No add'l info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.